Event description:
Additional information has been provided upon request: "this device was successfully weaned, explanted on (B)(6) 2026. The device was not saved. The device will not be returned."

Manufacturer narrative:
B5 updated. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via a right direct surgical approach in a 52-year-old female patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). During ongoing impella support, light pink urine output was noted in the foley catheter. The attending physician was made aware, and the patient remained on support. The reported hematuria is most plausibly related to patient-specific factors associated with critical illness, including underlying shock physiology, anticoagulation and purge requirements, and potential hemodynamic stress during mechanical circulatory support. Hematuria is a known risk described in the instructions for use for impella support.